Manufacturer narrative:
The patient reported a two day history of dark colored urine. Labs indicate ldh>3500 iu/l, elevated white blood cells, and liver function tests. Power consumption on the hvad appeared normal; however, the log files did indicate a decrease in power consumption of approximately 0.4 w starting on (B)(6) 2015. An echocardiogram showed aortic valve opening. Pump speed was increased and the aortic valve was able to be closed. The echocardiogram also showed vegetation on the tricuspid valve and an intramural lv thrombus. The patient developed a small sub arachnoid bleed. Ldh returned back to 190 iu/l; however, on last report the patient was off all anticoagulation and remained hospitalized. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, patient comorbidities are possible contributing factors. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility and there are patient, procedural, and pharmalogical factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Hematuria, thrombus, and neurologic dysfunction are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
The patient reported a two day history of dark colored urine. Labs indicate ldh>3500 iu/l, elevated white blood cells, and liver function tests. Power consumption on the hvad appeared normal; however, the log files did indicate a decrease in power consumption of approximately 0.4 w starting on (B)(6) 2015. An echocardiogram showed aortic valve opening. Pump speed was increased and the aortic valve was able to be closed. The echocardiogram also showed vegetation on the tricuspid valve and an intramural lv thrombus. The patient developed a small sub arachnoid bleed. Ldh returned back to 190 iu/l; however, on last report the patient was off all anticoagulation and remained hospitalized. No additional information was available.